Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a left lower lobe resection procedure, the device fired as intended on first two firings. On the third firing, with black reload, "the firing nodule would not click (could not close device on tissue)." The case was completed with another device of the same product code. There were no patient consequences reported.